Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's error log displayed "error 5" and "error 8" messages. Complainant indicated that there was no patient involvement in the reported malfunction.